Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the starclose instructions for use, states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate interventional and / or surgical removal of the device and vessel repair. In this case, the force used was circumstantial due to the difficulties experienced. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic mesenteric procedure. Reportedly, after the clip was deployed, the device would not come out of the anatomy. The release mechanism was attempted to be used but was unsuccessful. Force was used to remove the device. When the device was outside the anatomy, it was noticed that the clip was at the distal end of the device. There was no vessel, nor tissue damage as a result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.